Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found with scratch marks/abrasions on the orange plastic section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.164 x 0.034¿. There was material missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, when the scrub technician put the tip cover, a big scratch on the proximal part of the monopolar curved scissors (mcs) instrument was observed. Which revealed some of the orange tab that is usually covered by the tip cover. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer did not note any thermal damage on the instrument nor any missing fragments, only the gouge down the side. The customer had immediately removed the instrument from the sterile field and a replacement instrument was used.